Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a surgical procedure to revise this device due to fluid loss. The pressure-regulating balloon was removed and replaced. There were no patient complications reported.